Manufacturer narrative:
B1 corrected the product problem was inadvertently omitted in error from initial and has now been provided. D3 corrected manufacturer fax was inadvertently omitted in error from initial and has now been provided. D4 corrected serial number. D4 corrected catalog number. H6 investigation: type, findings, and conclusion codes and h6 component codes were updated accordingly based on the completed investigation. The cause of the placement signal issue could not be determined.

Manufacturer narrative:
This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by abiomed inc, or its employees that the report constitutes an admission that the product, abiomed inc, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate. Corrected information was provided in d1 and d4. Upon review, the brand name and primary UDI number have been updated.

Manufacturer narrative:
A5 and a6 are unknown. This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by abiomed inc or its employees that the report constitutes an admission that the product, abiomed inc, or its employees, caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate.

Event description:
An impella 5.5 device was inserted via the right axillary artery in a 55-year-old female patient presenting with acute myocardial infarction complicated by cardiogenic shock (ami/cgs), scai shock stage c, with a history of known coronary artery disease (cad). A phone call was received from the perfusionist reporting that the placement signal was not visible after insertion. During discussion with the managing physician, it was noted that strong force had been applied during attempts to advance the impella, raising concern for possible optical placement sensor damage. Positioning was reviewed using echocardiography along with motor current assessments. The physician declined pump exchange due to small vessel size. Recommendations were given to consider pump change and perform frequent position checks. The patient was later transferred to another hospital for vascular surgery evaluation. The placement signal remained unreliable, though pump flow and motor current remained stable. The final ogps was performed on wednesday. That afternoon, the physician reported that care was withdrawn due to overall clinical deterioration, and the patient subsequently expired. The reported events include placement signal issues and death. The death will be conservatively reported to the impella 5.5: however, the device is unlikely to have contributed to the patient¿s death, which was most likely related to the patient¿s underlying critical condition.